Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.

Manufacturer narrative:
Initial reporter information provided. Correction: manufacture date provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system was fully functional. The system passed the system checkout and was found to be fully functional. Missing device manufacture date.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system suddenly rebooted. At the end of a procedure, the system's screen went black and then the system rebooted. There was no patient present.